Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer¿s representative regarding a patient receiving baclofen (specific dose and concentration unknown) via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had a catheter replacement on (B)(6) 2016 and felt great relief initially afterwards. The cause of the catheter replacement was undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.